Event description:
Complainant alleged that while attempting to defibrillate a pt, the devices defib output was out of specification. The complainant indicated that they manually escalated the energy settings to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.